Event description:
Nova sure hand piece device used for procedure did not work properly. Doctor was testing device and the device would not test correctly. Ultimately the doctor requested for a new nova sure hand piece device and was able to get the new device to work properly. Sales rep for device was contacted and notified of the problem. Faulty device removed from room.